Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the customer. When the technician booted up the system, the system advisory displayed and the laser indicator light on screen was incorrect. The patient was not in the or at the time.

Manufacturer narrative:
The auxiliary illuminator was received for evaluation. During testing, the reported event could not be replicated. The root cause of the reported event can be attributed to an internal-component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the reported event was confirmed (via event log review). The auxiliary illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the aux illuminator. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system advisory displayed and the laser was on but the circles were blue and the screen was gray. Despite several reboots, the issue was not resolved. The patient was transferred to a different facility.